Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported difficult to position and difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely interaction with the intravascular ultrasound (ivus) catheter resulted in the reported difficulty to position. Manipulation of the device resulted in the noted device damages (corkscrewed shaping ribbon, stretched tip coils) and ultimately resulted in the reported detachment; thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the mid right coronary artery (rca). The bmw universal guide wire was advanced with no resistance noted. The intravascular ultrasound (ivus) catheter was advanced over the guide wire and became stuck. The devices were removed and it was noted the guide wire had separated inside the ivus catheter. The separated portion of the guide wire was removed with the guiding catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.